Event description:
It was reported that the healthcare provider wanted to look at an atrial high rate (ahr) episode and there was no trend or electrogram (egm) of the episode in the implantable pulse generator (ipg). The device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4511 implantable pacing lead; 4011 implantable pacing lead; 4194 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.